Manufacturer narrative:
Batch review performed on 25 june 2021: lot 178631: (B)(4) items manufactured and released on 12-mar-2018. Expiration date: 2023-03-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Additional devices involved: batch review performed on 25 june 2021: gmk-sphere 02.12.0022r femoral component sphere cemented size 2+ r (k140826) lot 178722: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-03-04. No anomalies found related to the problem. To date, all items of the same lot have been sold without similar reported event. Gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot 135210: (B)(4) items manufactured and released on 20-jan-2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported events since 2017.

Event description:
2 years and 9 months after the primary surgery the patient came in reporting pain and stiffness. The surgeon observed that there was heterotopic ossification and the tibial and femoral components are loose what is the cause of heterotrophic ossification. The surgeon revised all components to a hinge knee and the surgery was completed successfully.